Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient information was unavailable from the site. Device manufacturing date is unavailable. Onsite investigation was preformed, and it was discovered that the reported event was caused by a loose cable connection behind the surgeon monitor. Issue was resolved by properly tightening the monitor connection. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the navigation system's surgeon monitor suddenly turned black. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.